Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h14c27019 and h14b08011. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis therapy. The patient was hospitalized the same day for the event and treated with an unknown antibiotic intraperitoneally for peritonitis. The next day, the patient was discharged from the hospital. The date the treatment was discontinued was not reported. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c27019 and h14b08011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.